Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: rc7362 rev.: 2 section: chapter 3 preparation and inspection IFU document no.:(figures for cleaning/disinfection/sterilization section rev.: (revision number of cleaning/disinfection/sterilization section section: chapter 5 reprocessing the endoscope (and related reprocessing accessories) should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign objects were observed on the gastrointestinal videoscope's channel tube. There was no patient involved.